Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm potts scissors instrument did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm potts scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a severely bent grip, causing side to side/vertical misalignment of the grips causing issue reported by the customer. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.